Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom tube of the bag. The issue was identified at the pharmacy before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufacture date: july 15, 2021 - july 19, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water a leak was observed at the spike port bonding area only. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.